Manufacturer narrative:
A portion of the device was discarded and a portion remained in the patient, thus no investigation could be completed. Device manufacture date unk because lot number unk. Although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lv lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with enlarged atria. It was noted that after deployment of the first clip it detached from the posterior leaflet. Two additional clips were implanted to stabilize the slda clip. The procedure was then concluded with a resulting mr of grade 1. It was noted that there were difficulties with visualization throughout the procedure due to shadowing from the device. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.